Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during balloon-assisted coil embolization of a small, wide neck middle cerebral artery aneurysm, the coil would not stay in the aneurysm during positioning. During removal, the coil stretched at the hub of the microcatheter and then detached from the pusher wire. There was no reported patient injury or intervention. The patient was reported to have been discharged a few days post-procedure.

Manufacturer narrative:
Upon receipt, the device was noted to be tightly wound into a coil. The unit was untangled and the pusher was found to be kinked in multiple locations throughout the body. Additionally, the pusher was found to be bent and broken at the transition location. The implant coil was still attached, but was broken just distal to the proximal tie knot location. The primary wind filar and monofilament were broken. The introducer sheath was also found to have minor damage at the tip. Based upon the investigation findings and available information, the reported complaint is confirmed, as the implant was found to be broken upon return from the field. The distal end of the implant was missing and was not returned. The root cause cannot be determined from the information provided. The distal end of the implant and microcatheter are considered critical components for the root cause analysis.